Event description:
A malfunction was reported with the pump, identified by a code labeled as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump by providing necessary information. The malfunction code did not reoccur after the reset, allowing the customer to continue using the pump. The customer was advised to contact support if the issue recurred, which they acknowledged and understood.